Event description:
A malfunction on the pump was reported by the caller, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending the customer a replacement pump with updated software. The customer was informed about the next steps, including instructions on placing the old pump in storage mode and returning it to tandem, and acknowledged understanding the process.